Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results, olympus confirmed the adhesion of the material in the air/water channel and air/water cylinder, but the specific type of material could not be identified. A definitive root cause could not be determined. However, it is likely that the foreign material remained due to improper reprocessing caused by leakage due to scratches of switch 1, worn of scope-cover packing, breakage of angulation control knob, scratches of plug unit. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.